Event description:
During a right primary surgery, it was discovered that the box labeled as a right component when opened, the implant was a left component. Surgery was delayed 1 hour.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.